Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they felt like the recharger was getting hot too much when trying to charge their implanted neurostimulator. Patient said they knew something was wrong with the recharging because the controller was not even reading the device. Patient confirmed they were in passive recharge mode with all 3 numbers at 0 all the time. Patient also mentioned that when they plugged the controller into the recharger to charge the implant, the controller battery would drain quick. Patient stated the issue began last friday around the (B)(6). Patient stated they also hear a noise coming from the recharger and they do believe there is a short in it, as they have the cord taped with electrical tape. The issue was not resolved. A request was sent to repair to replace the recharger.